Manufacturer narrative:
Date of report: 20aug2021. Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device's navigational ring malfunctioned. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
B4: 23sep2021. A philips field service engineer (fse) was dispatched to the customer site, and it was determined that the navigational ring within the font bezel needed to be replaced to return the device to working condition. The fse replaced the front bezel to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service.

Manufacturer narrative:
H10: a rotary adjustment assembly (nav-ring), was return for analysis. Visual inspection of the rotary adjustment assembly (nav-ring) revealed no evidence of damage or contamination as received. A failure investigation (fi) was performed, and the technician reported that the customer complaint was verified. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.